Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported hematoma may have been procedure related. Per the IFU, hematoma is a known risk during the use of this device.

Event description:
Three days following an atrial fibrillation procedure, the patient had an inguinal hematoma. The patient complained of pain three days following an atrial fibrillation procedure and a large hematoma was present near the inguinal region. An ultrasound revealed no pseudoaneurism was present. The hematoma regressed without any intervention and the patient was discharged in stable condition three days later. There were no performance issues with any abbott device.

Event description:
The hematoma was located on the left side of the patient and the access devices used on the left side were non-abbott. The reported device was used on the right side of the patient. Therefore, this event no longer meets the criteria for adverse event reporting as an abbott device was not involved.